Event description:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter and at the end of the procedure, when removing the octaray from the patient's body, red/black deposits/char were observed on the octaray tip. Deposits of dark red-brown color, about 1-2 mm in size. It was stuck on the octaray but was able to peel off easily by rubbing with fingers. There was no patient consequence.

Manufacturer narrative:
This complaint was initially assessed as not reportable, however after product evaluation and clinical assessment, we have chosen to report this event. A picture was received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, char was observed on some of the splines of the catheter. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device; however, char was found on an electrode. A patency test was performed, and the device was flushing correctly, and no obstruction was observed on the irrigation tube. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 30954761l number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).